Event description:
--

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had a charge time of 2.59 volts within 27 months of implant duration. The device was part of the shortened replacement window advisory, originally communicated on april 5, 2007. Technical services recommended intensifying follow-ups to a monthly basis and once elective replacement indicator (eri) is declared that the device be replaced within 30 days. No adverse patient effects were reported. Subsequent information indicates that this product was explanted and returned for laboratory analysis.

Manufacturer narrative:
Should additional information become available this report will be updated. Analysis is currently on-going. Upon completion of analysis this report will be updated.